Manufacturer narrative:
Refer to regulatory rep #: 2029214-2022-01412 for related event information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the plan was to use an 8 foot sheet and use a 10 x 40 balt optimaxx coil. Get the coil in the aneurysms in the sl 10 microcatheter but not detach it until the pipeline deployed. The pipeline was delivered but was next to the sl 10. They also had a phenom plus as a intercranial support catheter. The 5 x 16 pipeline really struggled in opening (distal section). More than 50% of the pipeline had been deployed when it failed to open and it was resheathed more than 2 times. There any additional steps or other devices required to open the pipeline, further details were unknown. Finally they pulled it, the pipeline was resheathed and removed with the microcatheter. Upon pulling it in inspecting it the distal and was krypton but it was surrounded by some mystery wire. Not sure if it was from the coil, the pipeline, the "fee 927". They did inspect all of those and they were all fine. Fi nally, they went up with another 5 x 14 pipeline it was very challenging to deploy. The proximal portion barely covered the proximal part of the neck so we added another 5 x 16 telescoping it. The coil was being detached and two more coils were added from "balt".  The pipeline used for an indication that is on label. The pipeline and any accessory devices prepared as indicated in the IFU. The catheter was flushed per IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the ophthalmic artery with a max diameter of 10mm and a 4mm neck diameter. The landing zone was 3.8mm on the distal side and 4.8mm on the proximal side. Access vessel was in the groin with a 3mm diameter. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) administered and the pru level was 200.   Ancillary devices include a phenom 27.